Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 180-01-52, ln: 10143151 - nv crown cup clstr hole 52mm group 2]. No cn, ln: 71343204 - femoral head

Event description:
It was reported that this female patient's left hip was revised 8 years post op. The patient had hip prosthetic cups from exactech implanted on the right (ceramic inlay) in 2013 and on the left (pe inlay) in 2015. Due to increasing load-related complaints on the left side, she came to our outpatient clinic for a check-up. The x-ray and CT scan showed a clear decentration of the prosthetic head and unusually large osteolysis in the acetabulum as a sign of inlay wear. This was verified during the prosthetic revision. Unfortunately, the cup was no longer firmly integrated, so that, in addition to the keratectomy and filling of the cysts with allogeneic cancellous bone, a change to a cup anchored with 3 screws was carried out. In addition, the prosthesis head waschanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), including edge loading. Additionally, a contributing factor to the wear may have been the off-label use detailed above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported was likely the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors specified in an hhe, including edge loading. Additionally, a contributing factor to the wear may have been the off-label use detailed above.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitant devices: 180-01-52, ln: 10143151 - nv crown cup clstr hole 52mm group 2] no cn, ln: 71343204 - femoral head e3 the following sections were corrected: b2 h6 the revision reported was likely the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), including edge loading. Additionally, a contributing factor to the wear may have been the off-label use detailed above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.